Manufacturer narrative:
It was reported that following insertion the patient experienced urinary/bowel problems, recurrence and vaginal scarring. It was reported that the patient underwent mesh removal in (B)(6) 2011 due to erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and boston scientific pinnacle pelvic floor repair kit were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.